Event description:
It was reported by service report that the bed is missing the nurse call cable. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.